Event description:
It was reported that the physician was attempting to remove the right ventricular (rv) lead during a device upgrade. The helix was difficult to turn and could not be retracted after forty turns. After abandoning the extraction, it was found on x-ray that the lead had dislodged. It was also then noted that the right atrial (ra) lead was not capturing and the x-ray confirmed that lead had also dislodged. The rv lead was explanted and replaced and the ra lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Apparent implant damage was noted.